Manufacturer narrative:
H10 h6: the reported device was not received for evaluation, thus visual and functional evaluation cannot be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the complaint history records showed there have been similar event for no display/image complaints associated with the reported part number. The complaint was not confirmed, and the root cause cannot be determined as the reported event cannot be reproduced. It was determined the device not contributed to the reported event. Factors, unrelated to the manufacturing of the device which could have contributed to the reported event potentially include the other device used together. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the camera head system frequently displayed a black screen. The procedure was completed with surgical delay greater than 30 minutes, and using a competitor back-up device. No further complications were reported.